Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris pump module smartsite infusion set foreign matter discolored the product. There was no report of patient impact. The following information was provided by the initial reporter: reported issue: discolored.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation? Yes. D10: returned to manufacturer on: 11-dec-2022. H6: investigation summary: one sample of material number 2420-0500, lot number 19115355 was submitted for quality investigation. The customer complaint of foreign matter was not verified, however, the product showed signs of discoloration of the drip chamber and tubing. Evaluation of the sample submitted indicates that the samples are showing a brown tint in the tubing and drip chamber. A device history record review for model 2420-0500 lot number 19115355 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of the discoloration of the tubing is the sterilization process of the infusion set. The sterilization process causes the tubing to tint over time. This tinting of the drip chamber and tubing is only cosmetic and does not adversely effect the function and sterility of the product.

Event description:
It was reported while using bd alaris pump module smartsite infusion set foreign matter discolored the product. There was no report of patient impact. The following information was provided by the initial reporter: reported issue: discolored.